Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the device can't boot up. There was no report of patient involvement.